Event description:
It was reported that the patient's implantable neurostimulator (ins) has fallen internally over 2 times and she had surgeries to fix them. The most recent surgery they moved the ins to her lower back on her left side.

Manufacturer narrative:
Product ID 3889-28 lot# v796194 implanted: explanted: product type lead product ID 3037 serial# (B)(4) product type programmer, patient. (B)(4).